Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for the study titled: retrospective study on conduit¿ cages compared to peek cages in a transforaminal lumbar interbody fusion procedure to treat patients with degenerative disc disease. Patients included in this study were implanted with conduit¿ straight and/or curved tlif cages between (B)(6) 2019 and (B)(6) 2021, or with opal¿ or t-pal¿ peek interbody cages between (B)(6) 2017 and (B)(6) 2019. From the population of 101 patients treated with conduit straight tlif or conduit curved tlif, complications were identified as follows: infection: 1 dural tear: 4 rod fracture: 1 adjacent segment disease: 23 symptomatic screw loosening: 5 symptomatic psudeoarthrosis: 3 reoperations: 10 revisions: 3 this report involves one unk screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture kyphosis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Previous clinical data report from related research activity database (ddra) for patients undergoing: retrospective study on conduit¿ cages compared to peek cages in a transforaminal lumbar interbody fusion procedure to treat patients with degenerative disc disease has been updated and combined with additional clinical data to draft a manuscript with intention of publication. The finalized title, publisher and authors has not been provided at the time of this review. The interbody cage systems utilized were the conduit titanium cage (depuy synthes, (B)(6), USA) and opal and t-pal peek cages (depuy synthes, (B)(6), USA) (figure 1). All patients had posterior supplemental fixation with expedium® or viper® pedicle screw systems (depuy synthes, (B)(6), USA) and attempted posterolateral fusion. A total of 136 patients with 169 unique tlif fusion levels (103 one-level, 33 two-level) met the inclusion/ exclusion criteria. Specifically, 101 patients (125 tlif levels) underwent tlif with 3dp porous ti interbody cages and 35 patients (44 tlif levels) with underwent tlif with non-porous peek interbody cages. The retrospective study compares two groups: titanium vs peek. Titanium group utilized either conduit tlif cages or conduit plif cages. The peek group utilized opal or t-ptal peek cages. The study does not specify which specific cage or screw is possibly associated with the following adverse events: a summarized finding via comparison of the previous report and recently provided manuscript follows: ip-01915698: unk cage/spacer. This impacted product captures. Adverse events possibly associated with unk cage/spacer from titanium group: qty (B)(4) varying severities of subsidence. No cages were revised. Qty (B)(4) adjacent segment disease. Qty (B)(4) proximal junctional kyphosis. Qty (B)(4) total surgical interventions categorized as reoperations of which qty (B)(4). Categorized as revisions. Qty (B)(4) pseudoarthrosis. Qty (B)(4) dural tears. Qty (B)(4) infection. Ip-01917438: unk rods. This impacted product captures. Adverse events possibly associated with unk rods from titanium group: qty (B)(4) rod fracture. No intervention specified. Qty (B)(4) pseudoarthrosis. Qty (B)(4) dural tears. Qty (B)(4) infection. Qty (B)(4) total surgical interventions categorized as reoperations of which qty (B)(4). Categorized as revisions. Ip-01917445: unk screws. This impacted product captures. Adverse events possibly associated with unk screws from titanium group. Qty (B)(4) screw loosening. No intervention specified. Qty (B)(4) adjacent segment disease. Qty (B)(4) proximal junctional kyphosis. Qty (B)(4) total surgical interventions categorized as reoperations of which qty (B)(4). Categorized as revisions. Qty (B)(4) pseudoarthrosis. Qty (B)(4) dural tears. Qty (B)(4) infection. Ip-01919131: unk cage/spacer. This impacted product captures. Adverse events possibly associated with conduit unk - cage/spacer: peek from peek group: qty (B)(4) varying severities of subsidence. No cages were revised. Qty (B)(4) adjacent segment disease. Qty (B)(4) proximal junctional kyphosis. Qty (B)(4) total surgical interventions categorized as reoperations. Qty (B)(4) pseudoarthrosis. Qty (B)(4) dural tears. Qty (B)(4) infection. Qty (B)(4) hematoma. Ip-02393658: unk rods. This impacted product captures. Adverse events possibly associated with unk rods from peek group: qty (B)(4) total surgical interventions categorized as reoperations. Qty (B)(4) pseudoarthrosis. Qty (B)(4) dural tears. Qty (B)(4) infection. Qty (B)(4) hematoma. Ip-02393661: unk screws. This impacted product captures. Adverse events possibly associated with unk screws from peek group: qty (B)(4) screw loosening. No intervention specified. Qty (B)(4) adjacent segment disease. Qty (B)(4) proximal junctional kyphosis. Qty (B)(4) total surgical interventions categorized as reoperations. Qty (B)(4) pseudoarthrosis. Qty (B)(4) dural tears. Qty (B)(4) infection. Qty (B)(4) hematoma.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.